Event description:
The lead shows oversensing and low pacing impedance (<200 ohms). It will be explanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The lead was explanted (B)(6) 2023. The fragmented protego lead and the ICD were returned and subjected to an extensive analysis. The solia was not returned. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The ICD was investigated. A thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. The visual inspection of the protego showed multiple signs of wear along the lead fragments. In particular on the distal lead fragment the insulation was found rubbed through. This damage can be considered the root cause for the reported low pacing impedance and oversensing. The characteristics of this damage indicate severe mechanical stress of the lead in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.